Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the clear ortho retainer that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced swelling and redness of the lips and gums where the retainer sits. It is also noted that the device was worn (B)(6) 2022 on and off (specific dates unknown). There are no reported allergies.